Event description:
It was reported that a malfunction occurred with a code malf 12. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue returned, which the caller acknowledged and understood.